Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient developed a pocket hematoma. A surgical procedure took place to evacuate it. No additional adverse patient effects were reported.